Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero microbore extension set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that IV tubing found disconnected distal to filter.

Event description:
No additional info.

Manufacturer narrative:
One sample model mz9226 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the filter outlet port. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and pediatric filter could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. No additional actions were taken since reported sku will be deactivated at the hmo site, tj site will reactivate production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.